Event description:
It was reported that the ilet user missed a meal announcement for a higher-than-normal carbohydrate meal and inquired about announcing more than three hours after eating. The agent advised that no late meal announcement was needed because the system¿s correction algorithm would address any elevated glucose as needed. The pump displayed a blood glucose of 132 mg/dl at the time of the call. No reported symptoms. Outcomes included no injury and no medical intervention beyond routine use of the device. Investigation included a review of use conditions and user guidance regarding missed meal announcements. Investigation of this case revealed normal device function with user error related to a missed meal announcement, and no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error with adequate device performance.